Event description:
A dreamstation 2 CPAP device was returned to a third-party service center in reference to a complaint of using up the water. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. It was also noted that the blower was defective, and the pollen filter needs to be replaced. There was no allegation of patient harm or injury. The device was repaired by the third-party service center. The pca, blower, and pollen filter were replaced. The device was serviced, inspected, and tested by the third-party service center and passed the testing requirements set by the manufacturer. The manufacturer is submitting a final report at this time.